Event description:
During a routine follow-up, a fractured lead was discovered. It is believed that the fractured lead resulted in several device charges which depleted the battery of the ICD. Upon observing stored electrograms, it was determined that the pt had rec'd inappropriate shocks. The lead and device was explanted.